Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance and electrode migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The explanted device will reportedly remain with the recipient and will not return for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on 06/26/2024. The explanted device was received at the company on 06/20/2024 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and a broken wire was observed by the last winding of the large tubing. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed a broken electrode wire by the last winding of the large tubing. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.